Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he was able to duplicate the reported issue. The biomedical engineer then requested that the device be evaluated by physio-control. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had powered off by itself during a patient event. The customer advised that medical personnel had just finished with the patient when one of them pressed the "event" button, followed by the "code summary" button, and the device powered off by itself. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the keps nut in both battery well #1 and battery well #2 were loose. Physio then tightened both keps nuts to specification and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.